Manufacturer narrative:
(B)(4). The customer support engineer (cse) evaluated the ventilator and could not duplicate the reported issue. The cse cleaned the cable contacts. The ventilator passed calibrations, extended self tests (est); short self tests (sst); oxygen calibration; and electrical safety tests.

Event description:
It was reported that during patient use, the ventilator lost communication, "possibly due to dirt on the screen". The patient was transferred to another ventilator without any reported patient harm. There is no report of death or serious injury associated with this event.